Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of complication of device removal ('sadly mine was removed incorrectly') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced complication of device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). At the time of the report, the complication of device removal outcome was unknown. The reporter considered complication of device removal to be related to essure. The reporter commented: mine was removed incorrectly and the ongoing effects are horrible. Most recent follow-up information incorporated above includes: on 17-jan-2020: quality-safety evaluation of product technical complaint this spontaneous case was reported by a lawyer and describes the occurrence of complication of device removal ('sadly mine was removed incorrectly') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced complication of device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). At the time of the report, the complication of device removal outcome was unknown. The reporter considered complication of device removal to be related to essure. The reporter commented: mine was removed incorrectly and the ongoing effects are horrible. Most recent follow-up information incorporated above includes: on 17-jan-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of complication of device removal ('sadly mine was removed incorrectly') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced complication of device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). At the time of the report, the complication of device removal outcome was unknown. The reporter considered complication of device removal to be related to essure. The reporter commented: mine was removed incorrectly and the ongoing effects are horrible. Amendment: the report was amended for the following reason: this case was found to be duplicate case of (B)(4) hence this case should be deleted from bayer data base. Reference section from retention case (B)(4) was transferred to this case. Nullification reason: duplicate case is identified with fu information. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of complication of device removal ('sadly mine was removed incorrectly') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced complication of device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). At the time of the report, the complication of device removal outcome was unknown. The reporter considered complication of device removal to be related to essure. The reporter commented: mine was removed incorrectly and the ongoing effects are horrible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.